Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2017 to the lower, mid, and upper abdomen using cooladvantage, coolcore contour, and to the back bulge/back fat/bra fat using cooladvantage, coolcurve contour, on (B)(6) 2017 to the abdomen right and left using cooladvantage, coolfit contour and to the left and right lower flank with a cooladvantage applicator, coolcurve contour who developed paradoxical hyperplasia (pah/ph) of the upper abdomen after treatment diagnosed on (B)(6) 2018. Upm (B)(6), upm (B)(6), upm (B)(6), and upm (B)(6).

Manufacturer narrative:
Corrected data d1 - brand name

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2017 to the lower, mid, and upper abdomen using cooladvantage, coolcore contour, and to the back bulge/back fat/bra fat using cooladvantage, coolcurve contour, on (B)(6) 2017 to the abdomen right and left using cooladvantage, coolfit contour and to the left and right lower flank with a cooladvantage applicator, coolcurve contour who developed paradoxical hyperplasia (pah/ph) of the upper abdomen after treatment diagnosed on (B)(6) 2018. (B)(6), (B)(6), (B)(6), and (B)(6).

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.